Event description:
Abbott diabetes care received a kana email regarding a social media complaint, where a customer reported that she received an adc freestyle libre sensor scan result of 129 mg/dl which was higher compared to a reading of 52 mg/dl obtained on an unspecified blood glucose meter. Customer reported requiring treatment with glucagon and was taken to an emergency room. Additional information was not available from the social media complaint, and attempts to contact the customer have been unsuccessful due to insufficient contact information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial number has not been provided. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history reivew) for all freestyle libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. The manufacturer of (freestyle libre sensor) conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(4) email regarding a social media complaint, where a customer reported that she received an adc freestyle libre sensor scan result of 129 mg/dl which was higher compared to a reading of 52 mg/dl obtained on an unspecified blood glucose meter. Customer reported requiring treatment with glucagon and was taken to an emergency room. Additional information was not available from the social media complaint, and attempts to contact the customer have been unsuccessful due to insufficient contact information. There was no report of death or permanent injury associated with this event.